Manufacturer narrative:
The device has not yet been returned therefore, a failure analysis of the complaint device cannot be completed. Device history record (DHR) review was conducted for the reported identification number. The lot was released meeting all qa specifications. According to the instructions for use (IFU) warnings: use caution not to perforate the uterine wall when sounding, dilating, or inserting the disposable device. If the disposable device is difficult to insert into the cervical canal, use clinical judgment to determine whether or not further dilation is required. The novasure system performs a cavity integrity assessment (cia) test to evaluate the integrity of the uterine cavity, and sounds an alarm warning of a possible perforation prior to treatment. If additional relevant information is received or device evaluation completed, a supplemental medwatch will be filed. (B)(4).

Event description:
Note: this report pertains to the second of two hologic devices used in the same procedure. See associated medwatch, manufacturer's report# 1222780-2018-00041. It was reported the physician performed a novasure endometrial ablation on (B)(6) 2018 and the physician had difficulty seating the electrode array. The physician used a second disposable device and received and unsuccessful cavity integrity assessment (cia) test. The physician noted a perforation and aborted the procedure. It is unknown if intervention was required.